Manufacturer narrative:
The complaint investigation for neutrophil results going across to aliniq ams as a percentage, not as a count included a review of data and information provided by the customer, search for similar complaints, ticket trending review, and labeling review. A review of labeling and historical data was done, and both were adequate, with no increase in complaint activity. The investigation revealed that while troubleshooting a neut result upload issue, the 'send to lis after validation' option was inadvertently enabled by the abbott technical service specialist (tss) to match other test configurations. However, the lis had applied internal rules that unintentionally converted absolute values to percentages. As the checkbox was enabled, validated results were automatically sent to the winpath (lis), which was not the intended workflow. The issue was resolved by disabling the option, instructing the customer to delete the affected results, and resending correct data from the ams. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency of aliniq ams software, version 3.02, was identified.

Event description:
The customer observed neutrophil results going across to aliniq ams as a percentage, not as a count. The customer stated that the neutrophil results as a percentage, and not a count, didn¿t allow for the customer to determine if results were high or abnormal for patients. There were three sample ids provided (B)(4); however, no patient results were provided. It was noted that the issue was caused by the ¿send to lis after validation¿ button being selected on the ams configurator by the abbott technical support specialist. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed neutrophil results going across to aliniq ams as a percentage, not as a count. The customer stated that the neutrophil results as a percentage, and not a count, didn¿t allow for the customer to determine if results were high or abnormal for patients. There were three sample ids provided (B)(6); however, no patient results were provided. It was noted that the issue was caused by the ¿send to lis after validation¿ button being selected on the ams configurator by the abbott technical support specialist. There was no impact to patient management reported.